Event description:
Additional information received from the local sales representative states that this rv lead has been removed from service due to high thresholds. At the time of the procedure no fractures were noted on this rv lead. The patient is noted to have complete heart block. A non boston scientific system was placed in this patient. No adverse patient effects reported from this procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been scheduled for removal in the future due to intermittent capture. The local sales representative noted that they suspect this rv lead is fractured. The patient is reported to be dependant. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the rv lead remains in service. A future replacement procedure will take place. This investigation will be updated when additional information is received.